Event description:
The customer reported via phone call that she had a locked keypad on the insulin pump. Customer stated that the pump is telling her to hit the b button and up arrow key at the same time to clear the alarm. Customer stated that the alarm is not clearing. Customer's blood glucose was 116 mg/dl. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.